Event description:
The device was returned for service. During testing, a failure code 703:00 occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.